Event description:
The patient contacted dexcom to report a permanent out of range signal. No medical intervention or injury was reported at this time.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave intermittent out of range signals for 2 hours.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.